Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target was a long densely calcified lesion at proximal to middle left anterior descending coronary artery, with 95% occlusion. Rotational atherectomy using a rotalink plus 1.25mm burr. After successful rotational atherectomy, the physician predilated the lesion using a non-bsc 2.5x15mm balloon, then selected a promus element 2.75x32mm stent delivery system. While advancing the stent across the lesion, the physician noticed resistance at the proximal segment of the lesion. After trying several attempts, it was unable to cross the lesion. After withdrawing the stent, physician noticed damage to the distal struts of the stent. The procedure was completed using a 2.75mm x 28mm promus element stent. No patient complications were reported and the status of the patient is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target was a long densely calcified lesion at proximal to middle left anterior descending coronary artery, with 95% occlusion. Rotational atherectomy using a rotalink plus 1.25mm burr. After successful rotational atherectomy, the physician predilated the lesion using a non-bsc 2.5x15mm balloon, then selected a promus element 2.75x32mm stent delivery system. While advancing the stent across the lesion, the physician noticed resistance at the proximal segment of the lesion. After trying several attempts, it was unable to cross the lesion. After withdrawing the stent, physician noticed damage to the distal struts of the stent. The procedure was completed using a 2.75mm x 28mm promus element stent. No patient complications were reported and the status of the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the either the stent or the entire device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The distal edge of the stent was examined and no visible evidence of damage was found. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).